Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed; the water removal ability did not meet the standard value due to clogging of the nozzle. In addition to the foreign matter found clogging the nozzle, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the play of the upward/downward knob was out of standard value due to wear of the angle wire; there was a crack and a chip on the bending section cover adhesive; there was a white clouded are on the bending section cover adhesive; the mouthpiece was loose; the adhesives around the objective lens and light guide lens were peeled; the paint on the suction cylinder was peeled; the grip was shaved; the universal cord had a wrinkle; the plastic distal end cover had a dent; and the scope cover plate was also peeling. Lastly, there were scratches on the following parts: the objective lens, the image guide protector, the protector of the universal cord on the control section side, and the universal cord. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. It is unclear if the customer has any idea about what is the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera gastrointenstinal videoscope had poor drainage. This was discovered during a diagnostic procedure. The procedure was completed using the same device and there was no report of patient harm. The device was returned, evaluated, and a foreign material was found clogging the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.